Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that they not using auto mode at the time of the incident

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The blood glucose of the customer was 400 mg/dl and other blood glucose was 267 mg/dl. The customer reported that the insulin pump had insulin flow block alarm. The customer changed set 3 times still getting insulin flow block alarm. The customer also reported that displacement test was passed. The device will only be returned for the analysis.